Event description:
It was reported that the user noticed a few slits in the tubing sets upon opening the packages however it was later reported and confirmed that the slits were in the bags, and not the tubing sets. Although multiple attempts were made; the customer has no other additional event details and requested to close the complaint. The tubing sets were received with IV bags medication label documents meropenem (1000mg/100ml) rate 100ml/hr over 3 hrs., and dopamine hcl 800mg/250ml.

Manufacturer narrative:
Requested a.3 and a.4 however not provided. The customer¿s report of a few slits in the tubing sets upon opening the packages was confirmed on both primary sets model 2420-0500. No damage was observed on primary set model 2426-0500. The sets were visually inspected. No damage was noted in any of the packaging, or the IV bags that were returned. A horizontal slit/cut on the tubing measuring approximately 0.1180 inches long was observed two inches below the proximal smartsite on model 2420-0500 lot 19085738 IV set. Also a horizontal slit/cut on the tubing measuring approximately 0.1480 inches long was observed fifteen inches above the male luer on model 2420-0500, lot unknown IV set. There was no slit identified on the 2426-0500, lot unknown tubing. Functional and pressure testing was performed, leaking was observed in the same location as the slits of both the 2420-0500 tubing sets. No leaking was observed on set model 2426-0500 tubing or components. The root cause of the slit/cut in the sleeve tubing was not definitively determined. The customer¿s later report that the slits were in the IV bags or pouches and not the tubing sets was not confirmed.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot: p395640, exp: aug20, 0.9% sodium chloride injection. To one used 1g vial, lot: 0002d91, exp: 11/2021, meropenem the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the user noticed a few slits in the tubing sets upon opening the packages however it was later reported and confirmed by the rn the slits were in the IV bags and not the tubing sets. Although multiple attempts made; the customer has no other additional event details and requested to close the complaint. The tubing sets were received with IV bags medication label documents meropenem (1000mg/100ml) rate 100ml/hr over 3 hrs.